Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings could not be confirmed. Proper device operation was then observed through functional and performance testing. The cause of the report issue could not be conclusively determined.

Event description:
It was reported to ventec that the device was providing low fio2 (fraction of inspired oxygen) readings. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The patient and respiratory therapist were attempting to train with the new vocsn device when the reported issue was observed. No further details were provided. Ventec has attempted to contact the reporter in order to obtain additional information about the patient and the event; however, no response has been received.

Manufacturer narrative:
The patient was provided with a replacement device. The original device will be returned to ventec where an evaluation will be performed. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.